Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm micl 12.6 implantable collamer lens of -10.50 diopter lens tore; no patient contact. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.